Event description:
The device was used during a low anterior resection. The staples did not form properly when instrument was fired and the surgeon finished the case by hand sewing. Rep has since reviewed firing procedure with the surgeon. The rep is returning two staples. The instrument was not saved. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot identification.